Event description:
The customer stated the bottle cap on the act tainer carton was loose and leaked reagent. The reagent is considered a chemical hazard. The bottle leaked in the container on a pallet on the loading dock. There was no exposure to mucous membrane or open skin lesion. No one sought medical attention in connection with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted between 01/01/2008 and october 23, 2010 of complaints for add'l reportable events. The product was replaced for the customer. The root cause of the leaky container is unk.